Event description:
It was reported that the patient presented for a lead reposition procedure. During the procedure, the lead was disconnected from the implantable cardioverter defibrillator to reposition. While attempting to reconnect the lead to the implantable cardioverter defibrillator the set screw would not tighten. The implantable cardioverter defibrillator was explanted and replaced during the same procedure on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
The reported event of connector anomaly was confirmed. It was observed that the df4 set screw was unseated from the connector block. The septum was removed and the set screw was able to re-seat back into the connector block normally. The cause of the field event was consistent with device usage.